Event description:
Patient's mother reported there is a concern with the menu button on the infusion device. Mother stated they have to press hard and many times before the button responds to the command. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).